Event description:
The customer stated that he opened a new carton of test strips and found the cap open on one of the bottles of strips. Some of the test strips were also loose inside the carton. No adverse events were alleged. The test stirps were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 40mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.